Event description:
During a wedge resection procedure, the instrument was difficult to remove from the tissue after firing. It was pried off without pt injury. The surgeon applied another device.

Manufacturer narrative:
9/3/1998-supplemental report #1 sent to FDA.